Event description:
The patient's pump was implanted upside down. The patient became very sick. The patient was in bed or at the clinic/hospital for approximately (B)(6). The device system was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).